Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The customer was driving on an icy road when he lost control of his vehicle and rolled over. The customer died in the accident. The customer was wearing the insulin pump at the time of death. The customer's widow stated that she will call back with further info once the autopsy has been completed. Several follow-up calls were made to request the return on the insulin pump, but the customer's next of kin could not be reached. Nothing further was reported.